Event description:
The customer reported via phone call that the reservoir was leaking insulin in the insulin pump. The insulin pump subsequently experienced moisture damage. The customer's blood glucose was unknown. The customer was advised that the insulin pump would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.